Event description:
It was initially reported the valve would not rotate and a leaflet dislodged. Additional information received indicated during an attempt to rotate the valve, one leaflet fractured into three pieces. Two large pieces of the leaflet were found, but the third small piece was not accounted for after extensive searching and irrigation. It is unknown if the missing piece was suctioned during irrigation or remained within the patient. However, the patient tolerated the procedure well and was reported to be stable postoperatively. Another 21 mm sjm regent mechanical valve was implanted without any issues.